Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment returned and analyzed.

Event description:
It was reported the lead lost sensing capture, it was not functioning at all. Upon opening the pocket, it was noticed that the lead was milky/cloudy possibly due to a nick in the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.